Event description:
It was reported that a malfunction alarm occurred, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without code recurring, and was advised to continue using pump.